Manufacturer narrative:
The eval of the returned product found evidence of an internal fluid leak, including discoloration inside the device and corrosion and residual fluid on the surfaces of internal assemblies. A leak test was performed which confirmed a leak in the fluid path. A tear was found in the cannula tubing. This would result in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A device malfunction is therefore confirmed as a contributing factor to the customer's high blood glucose. There was evidence of this defect mode in lot acceptance testing for the pod lot (l30453); results were deemed acceptable. Risk level to the pt was determined to be extremely low (1.35 in 10,000). Diabetics are trained to monitor their bgs on a regular basis. Insulet provides labeling referencing this monitoring. Additionally, the product labeling instructs the customer to "take a second bolus by injection using a sterile syringe" if a device-administered bolus has not corrected a high bg condition after two hrs and, "if blood glucose remains high after another 2 hrs (a total of 4 hrs), replace the pod." Insulet has initiated an internal investigation to identify the root cause of this failure mode. The investigation is in process as of the date of this report.

Event description:
Customer called in to ask whether to replace the device. She had been bolusing (exact times and dosages unk) and her blood glucose was measuring "high".